Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010; inratio: 1.2; lab: 1.8. These results were taken 5 minutes apart on (B)(6) 2010. Patient's therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.